Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). No pre-dilation was performed. While advancing a 4.00x24mm liberte bare metal stent, resistance was encountered. Then it was noted the strut of the stent was opened. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). No pre-dilation was performed. While advancing a 4.00x24mm libert bare metal stent, resistance was encountered. Then it was noted the strut of the stent was opened. The device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes device evaluated by MFR: visual and microscopic examination of the returned device identified the balloon was tightly folded and the stent was secured on the balloon between the markerbands. The first two proximal rows of stent struts were bent, flared and overlapping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).